Event description:
The patient reported the implant had not worked in over a year and it was due to be replaced. No patient symptoms were reported and the implantable neurostimulator (ins) was indicated for failed back surgery syndrome.

Manufacturer narrative:
Based on additional information received, the previously reported patient code of (B)(4) no longer applies to the event.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome reported that the ins was irritating them and was sore when they rolled over on it or touched it. The soreness/irritation started sometime last year. The patient was going to pursue explant of the device due to soreness and irritation and was going to follow up with the implanting healthcare professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.